Event description:
This complaint was forwarded by (B)(4). According to dr. (B)(6), a female patient was injected with 0.2-0.3 cc radiesse in nasal tip. The patient's nose tip got red with pain and pus. Doctor had already "delivered oral/topical antibiotics to patient". Diagnosis of adverse event was listed in the report as "vascular compression." Update on patient's recovery was requested and not received to date.

Manufacturer narrative:
The device history records for radiesse were not reviewed as the lot number was unknown.